Manufacturer narrative:
D9: device received on 7/22/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The reported problem was duplicated. The most probable cause was an intermittent motor. The motor was replaced to fix the issue.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number extension (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a system fault. The event occurred during testing. There was no physical damage reported. There was no patient involvement.